Manufacturer narrative:
Date of implantation is unknown date in 2013. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4) used to capture surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient was originally implanted sometime in 2013 with a prodisc-l (pdl) total disc replacement at spine disc levels l4-l5. Patient was implanted with one (1) pdl construct. The construct included a superior end plate large, polyethylene inlay large and inferior end plate large. On an unknown date post-operative, the patient presented with a pars fracture which caused the patient consistent pain. The pars fracture was located behind the pdl l4-l5 implant. It is unknown what caused the pars fracture. On (B)(6) 2018, the surgeon removed all implants and revised the patient to a competitor¿s anterior fusion with cage. Inter-operative, due to patient's scar tissue, the pdl superior end plate proved difficult to remove. Revision surgery was completed successfully. No fragments were generated during implant removal. The patient is reported in stable condition. This report is for a polyethylene inlay w/tantalum marker/large-14mm-sterile. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: no DHR review could be performed because there is an incomplete lot number (68396) listed on complaint. Complaint investigation was received with an incomplete lot number (68396) listed on complaint, and the lot number is not visible on the product. Investigation summary: because there was no product problem reported and the reported damage is consistent with implant, use and explant of the device the ¿adverse event (no reported product problem) flow was chosen. The prodisc-l total disc replacement is indicated for spinal arthroplasty in skeletally mature patients with degenerative disc disease (ddd) at one level from l3 to s1. The complaint description stated that the implants were removed with the goal of replacement with a fusion device. The exact reason for removal is unknown. No product problems were reported. One prodisc-l superior endplate (item pdl-l-sp06s lot 6816821), polyethylene inlay (item pdl-l-pt14s lot 68396), and inferior endplate (pdl-l-ip00s lot 6868300) were returned for analysis. The drawings for the superior endplate, inferior endplate and polyethylene inlay were reviewed. Visual examination did not reveal any design related issues. As received condition- no device history record (DHR) review could be performed because there is an incomplete lot number (68396) listed on complaint. Complaint investigation was received with an incomplete lot number (68396) listed on complaint, and the lot number is not visible on the product. Polyethylene inlay, pdl-l-pt14s, was received with evidence of iatrogenic damage on the surface below the spherical diameter, there are heavy nicks and scratches. The rails have nonconformities that resemble the start of a shear on posterior side of each rail. The area above locking tab is bent up to approximately a 10-degree angle. The bottom face has damage, the locking wedge is almost completely sheared off the face. The large face has had the machine lines and laser imprint almost completely polished away. There is evidence of impingement indicated by a moon shaped hollowed out area next to the posterior area of the spherical diameter. All described nonconformities are post manufacturing. Summary: the polyethylene inlay was reviewed for this complaint. The event description states ¿it is unknown what caused the pars fracture.¿; so, from the manufacturing perspective there are no complaints stated against this product, there will be no further investigation. Complaint is not confirmed from a manufacturing perspective. Review of exponent report: the devices were reviewed in exponent (18050901) report. This complaint ¿as received condition¿ was compared to the third-party evaluation by ¿exponent¿ and found similar conditions. The following were noted by exponent. The implants were returned with damage that is consistent with removal of the implants. The backside surface of the superior and inferior endplates had remnants of bone. Polyethylene inlay had evidence of impingement. Evidence of worn machining marks on the backside surface of the polyethylene inlay. The articulating surface of the polyethylene inlay has areas of discoloration with burnishing and multidirectional micro scratches. The snap lock of the polyethylene inlay appeared rounded when compared to a never implanted control. Specification: there are no specifications to address, there are no complaints stated against this product. Because the reported complaint does not indicate a product problem or surgical technique issue and no product problems were reported during investigation, a risk document review will not be conducted. No design or manufacturing issues were identified during investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.